Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Unable to perform the functional testing due to lcd anomaly. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window.

Event description:
Customer reported via phone call that insulin pump was dropped and as a result display screen had missing segments. Customer's blood glucose was unknown. Insulin pump would be replaced.